Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the tube extension at the distal end where it joins with the proximal clevis was broken. There was material missing from the tube extension. Additional observation not reported by the customer were deep scratches at the distal end of the main tube with some material removed. Evidence not conclusive but tube extension and main tube damages may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The damaged tube extension does not itself constitute a reportable event. The clinical risk evaluation performed on the health hazard assessment dated (B)(4) 2013 for the monopolar curved scissors states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. However, the main tube damage found during failure analysis could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during central processing, the user facility identified a peeling plastic coating at the distal end near the monopolar curved scissors instrument's tip. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.